Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed power loss alarm. Customer's blood glucose was 186 mg/dl. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected power loss alarms noted during our testing. However, multiple power loss alarms were noted in the format history file, multiple unexpected power system error alarms during idle power system error was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue j6. The connector for j6 on the printed circuit board assembly was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for two days with the insulin pump functioned properly during testing as shown in the power management graph. The insulin pump was received with scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, damaged keypad overlay texture, severely faded serial number label, stained serial number label and peeling end cap address.